Manufacturer narrative:
Additional narrative: patient ID/initials and weight are unknown. Additional product codes: hsz, gfa, gff. Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: april 22, 2015. No deviation is noted in the device history record review. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery of proximal phalangeal fracture of the middle finger, the screw and the drill bit were broken. During the process of inserting the 2.4mm headless compression screw, the surgeon firstly inserted the 1.1mm guide wire. After measured by depth gauge, the surgeon applied fenestration for cortical bone over the guide wire. The surgeon then inserted the reported screw. When the screw reached to the cortical bone on the other side, the surgeon felt something hard, but yet felt like the screw was inserted properly so he continued inserting the screw. The tip of the screw then broke. After the surgeon removed the fragment tip of the screw, he drilled to the cortical bone on the other side. While the surgeon was drilling, the tip of the drill bit broke into pieces. The surgeon removed the drill bit and removed the fragment tips, and he inserted a spare screw. The spare screw was inserted properly. No surgical delay was reported; the surgery was successfully completed. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was performed for the subject device (2.0mm cannulated drill bit/qc 150mm, part number 310.221, lot f-17267). The subject device was received with the complaint reporting that during surgery to treat a proximal phalangeal fracture of the middle finger, the screw and the drill bit were broken. Visual inspection of the drill bit showed that the tip section is broken away and the fragments were returned as well. Further the cutting edges of the remaining tip section and the shaft are slight worn. Review of the supplier (B)(4) order showed that this drill bit was manufactured in april 2015, (B)(4) pieces were delivered to synthes for sale. No deviation was found these documents. Based on delivery order, (B)(4) the following measurements were checked: (no drawing was available. The delivery order was used for as reference.) The results are as follows: measuring tool: micrometer 3-03-17585: d1 = ø3.0mm 0/-0.03mm; measured: ø2.98mm = pass d2 = ø2.0mm 0/-0.03mm; measured: broken tip section to get a reliable result not possible; d = ø4.5mm 0/-0.04mm; measured: ø4.48mm = pass. The hardness of 580 0/+60 hv10 was measured prior to delivery to synthes and met specifications as well. No manufacturing related failures were found. The root cause was determined to be device wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.